Event description:
Boston scientific received information that this right ventricular (rv) lead was capped and surgically abandoned after exhibiting periods of brief pacing inhibition and subsequent intermittent loss of capture was observed when the patient presented clinically after experiencing a fall. It was not known if the patient was experiencing pacing pauses prior to the fall. Device interrogation showed the lead safety switch of the associated pacemaker had tripped due to a low impedance measurement. Clinical testing could not re-create low impedance measurements, but intermittent loss of capture was observed at all tested output levels. It was noted that the lead had not dislodged, but was twisted and bent around in the device pocket. It also was noted that there were capture issues with the temporary pacing system. Another manufacturer's rv lead was successfully implanted with no adverse patient effects.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided or if the lead is explanted and returned for analysis.